Manufacturer narrative:
(B)(4) - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a laparoscopic recurrent umbilical incisional hernia repair procedure on (B)(6) 2011 and mesh was used. The pt experienced an intestinal colon perforation, not detected at time of surgery due to thermal injury. On (B)(6) 2011, the pt developed peritonitis and an infected hernia in the colon and omentum. Anaerobes and yeast were identified in the cultures. A re-operation was performed with a midline incision on (B)(6) 2011. The mesh had separated from the absorbable tacks, the mesh was removed and the surgeon performed a partial colon resection with anastamosis. The hernia was repaired with a different mesh. The surgeon opines that the hernia became infected because of the colon perforation. The pt is currently recovering.